Event description:
It was reported that the pt underwent surgery with bilateral dynamic rod fixation at l5-s1 with ha coated screws. Approx 6 months post-op it was noticed that both s1 screws were broken. The pt is asymptomatic. No revision surgery has been reported. No pt complications reported.

Manufacturer narrative:
The device has not returned to medtronic for eval. Unable to determine cause of the event.